Event description:
Event: (cc# 98-01151) during removal, a hole was noted in the membrane. On 10/26/98, the following was reported to datascope: there was no blood in the pneumatic tubing and no "blood detected" message was noted on the pump screen. After removing the iab, the user thought she saw a hole in the balloon membrane up near the tip. She squeezed the site and blood came out. There was no patient injury or complication as a result of the event. The patient remained intubated but the hemodynamically stable after the event on 9/15/98. [Event complications]: none from the event - reported 9/15/98 and 10/26/98. [Patient's current status]: stable - rpt'd 10/26/98.